Manufacturer narrative:
Product event summary the full lead was returned in segments, analyzed, and analysis was performed and no anomalies were found.there were no anomalies observed regarding the returned full lead in segments. All electrical testing was within specified parameters.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead had no acceptable measurements. The lead was not used and was replaced. The patient was a participant in the lead 20105 clinical study. No patient complications have been reported as a result of this event.